Event description:
It was reported via phone call that the customer was hospitalized for diabetic ketoacidosis. The caller reported the customer was admitted into the intensive care unit. The caller reported they were advised the insulin pump malfunctioned and the customer was unable to control their blood glucose. Customer's blood glucose was 500 mg/dl at the time of admission. It was found the customer was not feeling well and began to vomit as a result of their blood glucose. It was unknown how long the customer was off insulin pump therapy before their hospitalization. The customer had reverted to manual injections. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.